Manufacturer narrative:
Retain sample testing pending. Pt's urine was very diluted. Test was performed around 12:15-12:45 pm on friday.

Event description:
One pt obtain positive result using 2 home pregnancy test. Using mckenson 25 urine, negative result was obtained (not first morning urine, urine was very diluted). Serum quant 114 miu/ml which would show pt to be at week 4.